Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic lobectomy, the bag broke with the lung specimen in the bag and remained in the body. A second bag was needed to retrieve the items and also broke inside the body. To resolve the issue the surgeon then used forceps to pull up a portion of the bag and specimen to pull out by hand. There was no patient injury.